Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('essure devices located and left device imbedded more into the uterus'), pneumonia ('autoimmune disorder type of disorder - pneumonia frequency increased'), abdominal pain upper ('gi conditions/gastrointestinal or digestive system condition type: pain in stomach and gallbladder removal') and genital haemorrhage ('abnormal bleeding (general) bleeding when not on mnstual cycle') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria. Concurrent conditions included weight normal, blurred vision, phonophobia, photophobia, flank pain, darkened skin, tearing eyes, cholecystectomy, vaginal itching, vaginal irritation, vaginal odor, nocturia, sore throat, kidney infection, hypokalemia, hyperlipidemia, sinusitis, chronic vulvitis and vaginal disorder. Concomitant products included ciprofloxacin betain (cipro) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), abdominal pain lower ("pain lower abdominal") and arthralgia ("knee pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)."), menorrhagia ("menorrhagia (heavy menstrual bleeding), heavier bleeding during menstrual cycle"), rash generalised ("rash/skin condition/skin rash/rashes or skin conditions type: body rash"), fatigue ("fatigue"), abdominal pain upper (seriousness criterion medically significant), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavier bleeding during menstrual cycle") and pollakiuria ("bladder and urinary problem or changes urination more frequently (not in the case of uti)"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems: teeth degrading"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced pneumonia (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus, left coil"), abdominal pain ("abdominal pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)."). The patient was treated with fluconazole (diflucan), mupirocin calcium (bactroban) and surgery (surgical removal of coil(s) - laparoscopic removal of coils and gallbladder removal). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and embedded device outcome was unknown and the device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, rash generalised, pneumonia, urinary tract infection, fatigue, abdominal pain upper, weight increased, alopecia, migraine, vaginal discharge, genital haemorrhage, vaginal haemorrhage, tooth disorder, abdominal pain lower, arthralgia and pollakiuria had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, pneumonia, pollakiuria, rash generalised, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pneumonia frequency increased, uti, fatigue, gi conditions, other, weight gain, hair loss, migraine, vaginal discharge, skin rash.. Discrepancy noted in essure insertion date on (B)(6) 2011. Current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.1 kg/sqm. Computerised tomogram - on an unknown date: comparison: there are linear metallic foreign bodies within the uterus most likely corresponding to essure tubes. There may be medial migration of the left essure tube.. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) conducted - bilateral occlusion. The essure devices appear normally placed and there is no evidence for contrast extension along the tubes.. Concerning the injuries reported in this case, the following one/ones were reported via medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('essure devices located and left device imbedded more into the uterus'), pneumonia ('autoimmune disorder type of disorder - pneumonia frequency increased'), abdominal pain upper ('gi conditions/gastrointestinal or digestive system condition type: pain in stomach and gallbladder removal') and genital haemorrhage ('abnormal bleeding (general) bleeding when not on menstrual cycle') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hematuria. Concurrent conditions included overweight, blurred vision, phonophobia, photophobia, flank pain, darkened skin, tearing eyes, cholecystectomy, vaginal itching, vaginal irritation, vaginal odor, nocturia, sore throat, kidney infection, hypokalemia, hyperlipidemia, sinusitis, chronic vulvitis and vaginal disorder. Concomitant products included ciprofloxacin betaine (cipro) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"), abdominal pain lower ("pain lower abdominal") and arthralgia ("knee pain"). In (B)(6) 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)."), menorrhagia ("menorrhagia (heavy menstrual bleeding), heavier bleeding during menstrual cycle"), rash generalised ("rash/skin condition/skin rash/rashes or skin conditions type: body rash"), fatigue ("fatigue"), abdominal pain upper (seriousness criterion medically significant), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) heavier bleeding during menstrual cycle") and pollakiuria ("bladder and urinary problem or changes urination more frequently (not in the case of uti)"). In (B)(6) 2011, the patient experienced tooth disorder ("dental problems: teeth degrading"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain") and experienced migraine ("migraines / headaches"). In (B)(6) 2013, the patient experienced pneumonia (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device expulsion ("migration of essure device location of device: uterus, left coil"), abdominal pain ("abdominal pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)."). The patient was treated with fluconazole (diflucan), mupirocin calcium (bactroban) and surgery (surgical removal of coil(s) - laparoscopic removal of coils and gallbladder removal). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and embedded device outcome was unknown and the device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, rash generalised, pneumonia, urinary tract infection, fatigue, abdominal pain upper, weight increased, alopecia, migraine, vaginal discharge, genital haemorrhage, vaginal haemorrhage, tooth disorder, abdominal pain lower, arthralgia and pollakiuria had resolved. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, arthralgia, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, genital haemorrhage, menorrhagia, metrorrhagia, migraine, pelvic pain, pneumonia, pollakiuria, rash generalised, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pneumonia frequency increased, uti, fatigue, gi conditions, other, weight gain, hair loss, migraine, vaginal discharge, skin rash.. Discrepancy noted in essure insertion date on (B)(6) 2011. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Computerised tomogram - on an unknown date: comparison: there are linear metallic foreign bodies within the uterus most likely corresponding to essure tubes. There may be medial migration of the left essure tube.. Imaging procedure - on (B)(6) 2012: essure confirmation test(s) conducted - bilateral occlusion. The essure devices appear normally placed and there is no evidence for contrast extension along the tubes.. Concerning the injuries reported in this case, the following one/ones were reported via medical record: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet: fu 2 and 3 process together. Case becomes incident. Previously reported event ¿injury to herself¿ replaced by new specific events: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods)., rash/skin condition/skin rash , pneumonia frequency increased, uti, fatigue, gi conditions, other, weight gain, hair loss, migraine and vaginal discharge were added. Essure insertion date, removal date and indication were added. Patient date of birth, consumer address were added. Lab data were added. On 20-sep-2019: pfs received - fu 2 and 3 process together. New events device breakage, essure devices located and left device imbedded more into the uterus, migration of essure device location of device: uterus, left coil, abnormal bleeding (general) bleeding when not on menstrual cycle, abnormal bleeding (vaginal, menorrhagia) heavier bleeding during menstrual cycle, dental problems: teeth degrading, pain lower abdominal, knee pain and bladder and urinary problem or changes urination more frequently (not in the case of uti) were added. Event rash/skin condition/skin rash updated with rashes or skin conditions type: body rash and event gi conditions updated with gastrointestinal or digestive system condition type: pain in stomach and gallbladder removal. Event onset date were added. Lab data added. Patient height and race were added. New reporter were added. Medical history and concomitant drug were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.